Event description:
The customer reported that he was hospitalized due to heart failure. The customer stated that the insulin pump alarmed motor error during the basal rate delivery as well. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer was also experiencing a high blood glucose reading of 277 mg/dl while he was in the hospital, and was unable to treat due to the motor error alarms. The customer stated that he would have the nurse treat his blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.